Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, hard to swallow (swallowing difficult) was deemed to meet serious injury criteria of hospitalization. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a us consumer and concerns a 50-year-old female patient. She was injected with radiesse into the front of her neck (off label use of device), on (B)(6) 2024. Batch number was reported as unknown. On (B)(6) 2024, 4 days after the radiesse injection, the patient experienced that the front of her neck was feeling paralyzed and could not lift her neck. She could move her neck side to side, but when laying down, she could not lift it. The outcome of the event was unknown. Follow-up information was received on 08-feb-2024: this case was upgraded to serious. The events hard to swallow and hard time breathing were added. After the radiesse injection, the patient left feeling fine. On (B)(6) 2024, at night, the patient first started to feel something was not right but just thought was coming down with a cold. The first symptom was head fell back involuntary. On (B)(6) 2024, when waking up, the patient found it hard to swallow. She reached out to the physician who gave the shots. On (B)(6) 2024, the patient was connected with the physician and video chatted and the physician said that this was normal as the skin was building collagen and to be patient. On (B)(6) 2024, she was choking on food and that was when she decided to go to the emergency room, where they were admitted until (B)(6) 2024. At the time of this report, she only tolerated an all liquid diet as she chokes on any solids. Her neck had no movement when lifting it up from a laying down position. She had a hard time breathing at night when sleeping. Due to the provided information, the outcome of the event feeling paralyzed was considered as not resolved (changed from unknown). Due to the provided information, the outcome of the event hard to swallow was considered as not resolved, and the outcome of the event hard time breathing was unknown.

Event description:
Follow-up information was received on 05-mar-2024: the patients physician was not contacted and the patient was back in the hospital again. The outcome of the events remained unchanged.